Event description:
The patient presented with lead dislodgement; repositioning was unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.